Manufacturer narrative:
(B)(4). Batch # m53j5t. The long60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge reload present. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the device would not staple, did the device cut? If yes, was the cut line complete? Did the device not staple and/or not cut? If yes, did the device not fire at all? Were there any patient consequences associated with the device issue that occurred?

Event description:
It was reported that during an unknown procedure, the clamp didn't staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.